Event description:
It was reported that during an inguinal hernia robotic laparoscopic procedure, at the beginning of the procedure, the surgeon inserted the monopolar curved shears (mcs) but then had to remove it to burp; release tension on the trocar. When trying to re-insert the instrument, the nurse couldn't help the instrument pass through the calibration. The mcs was removed and reconnected several times but insertion couldn't happen. The mcs was replaced with a new one and the insertion of the new mcs was successful. There was no injury to the patient.

Manufacturer narrative:
H2) correction: d1; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and the associated device logs. Evaluation of the logs indicated that the monopolar curved shears was connected to arm cart assembly 3 and used for three minutes. One inside the port, the monopolar curved shears was not able to reach the handshake point with the controller. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the monopolar curved shears was read with no observed failures. The monopolar curved shears was inserted through a representative 8mm port with no issues. Evaluation of the monopolar curved shears confirmed the reported condition. The investigation identified that the most likely cause could be traced to a software issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an inguinal hernia robotic laparoscopic procedure, at the beginning of the procedure, the surgeon inserted the monopolar curved shears (mcs) but then had to remove it to burp; release tension on the trocar. When trying to re-insert the instrument, the nurse couldn't help the instrument pass through the calibration. The mcs was removed and reconnected several times but insertion couldn't happen. The mcs was replaced with a new one and the insertion of the new mcs was successful. There was no injury to the patient.